Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effects of death are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported leak. The reported delayed activation appears to be related to operational context of the procedure as it is likely the combination of the difficult anatomy and device leak caused the reported difficult or delayed activation with the patient effect of additional therapy/non-surgical treatment. The patient died two days post procedure, however, the physician indicated he does not believe the xience sierra caused or contributed to the death. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2019, the patient presented with hypotension, bradycardia and acute inferior wall st elevation myocardial infarction (stemi). Stemi alert was called and the patient was in cardiogenic shock with hemodynamic instability. A temporary pacemaker was placed. Pre-dilatation was performed in the 100% occluded, heavily calcified right coronary artery (rca). There was possibly a previously implanted stent. An attempt was made to deploy the 3.0 x 38 mm xience sierra stent. The sds balloon was inflated to 4-6 atmospheres (atm), but the stent did not appear to expand. The balloon was then inflated to 12 atm; however, there was no diameter gain or luminal gain. The stent appeared either non-deployed or under-deployed. The physician suspected that there was an issue with the indeflator, and exchanged the indeflator for a new one. However, the stent still did not appear to expand. The sds was removed and it was noted that the stent was not on the balloon. Imaging was performed and the stent was seen to be deployed at the target lesion, but not fully expanded. Multiple balloon inflations were made; however, the stent never fully expanded. After removal of the stent delivery system, the physician flushed the device with saline and leaking was noted coming from an unknown location on the delivery system. Two days post procedure, the patient expired. Cause of death was unknown. No additional information was provided.